Event description:
The customer reported that there was a crack in the insulin pump in the window by the reservoir, about one centimeter long. The customer also stated there was a crack coming off the corner of the screen and a gash on the screen. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads. No cracks were noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).